Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded to the hard disk drive. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No patient injury was reported.